Event description:
It was reported that during device change for normal eri, high capture threshold was observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. Patient status was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.